Event description:
The iab was inserted into the patient's left femoral artery in preparation for high risk cardiovascular surgery. The iab was removed on 6/2/98. The patient had a right transfemoral-illial artery thromboembolectomy and patch angioplasty on 6/2/98. (Event complications: transfemoral-illial artery) thromboembolectomy-rpt'd 7/7/98. (Pt's current status: discharged-rpt'd 7/7/98.)